Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro vh-3500 tip was bent after it was removed from the package. It was removed from the sterile field and a new one was opened. No patient injury as the product was no used.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 12/19/2022. An investigation was conducted on 12/27/2022. A visual inspection was conducted. The account reported no patient involvement, however signs of clinical use and evidence of blood were observed on the devices. Charred material was also observed between the jaws. The heater wire and clear silicone insulation of the jaws was observed to be intact with no visual defects observed. The c-ring was observed to be intact, however the clear plastic scope wash tube connecting the c-ring to the cannula was observed to be bent, broken, and disconnected. The metal arm was observed to be intact, with no visual defects observed. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was not confirmed. However, the analyzed failures "material twisted/bent; c-ring" & "break; c-ring", were confirmed. The lot # 3000235827 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.